Event description:
Da vinci prostatectomise: "the ca090 is part of a kit ("davinci set 6" (B)(4)). The orders for this customer will be arranged by proserv. During the ligation of the structures/vessel the legs of the clip was crossed. A parallel clip ligation wasn't possible. The procedure was finished with an other instrument (ca090). Please arrange the replacement direct to the hospital." Pt status: ok - op-procedure was finished with an other instrument (ca090).

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. For optimal performance of the clip applier, use care when removing the device from packaging and when introducing or removing the device through a trocar. This document represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.